Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set cracked at the distal spin collar that connects to catheter hub described as "the twisty part that connects to the IV". The process step was not specified. There was no report of patient injury or medical intervention associated with this event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed that the sample had a broken luer; however, during pressure test and clear passage test, the results were satisfactory and no defects were observed. The reported condition was verified. The cause of the issue was due to stuck material in the automatic machine during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.